Event description:
It was reported by the customer that a pyxis medstation es system had an error after logging in to the station. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the errors occurred due to the inconsistencies between the server and the station database. A technical support specialist verified that following the disaster recovery and upgrade of the station, no further errors were encountered. The system functioned as intended after the technical support specialist troubleshot the device.